Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was implanted. The patient was noted to have calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, placement of the valve was difficult due to instability. The device was resheathed more than 2 times, but when offered a new valve and ds, the physician declined. The depth of the implant was noted to have been "deep" at a depth of 10mm ncc/lcc, with trivial leakage, and a mean gradient of 3mmhg. The patient was noted to have lbbb and rbbb and a result if the implant. On (B)(6) 2025, a pacemaker was implanted to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is recovering but there was a prolonged hospital stay due to monitoring.

Manufacturer narrative:
An event of left bundle branch block (lbbb) and right bundle branch block (rbbb) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the cause of the reported lbbb and rbbb appears to be related to a combination of procedural and patient condition. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling. It should be noted that per the instruction for use (IFU), ¿implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance.¿ ¿to minimize likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3 mm (implant depth of <3 mm could increase risk of embolization), b) maintain an implant depth at the non-coronary cusp less than the membranous septum length but not less than 3 mm, and c) limit manipulations across the lvot.¿

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was implanted. It was noted that at 80% deployment that the device moved distally 7mm lcc and 8mm lcc. The patient had a calcium score of 1336, an aortic angle was 48 degrees, a perimeter of 75, and an area of 420. The patient was noted to have calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, placement of the valve was difficult due to instability. At 80% deployment that the device moved distally 7mm lcc and 8mm lcc. The device was resheathed more than 2 times, but when offered a new valve and ds, the physician declined. The physician was aware this was against the IFU. The final implant depth was noted to be "deep" at a depth of 10mm ncc/lcc, with trivial leakage, and a mean gradient of 3mmhg. The patient was noted to have lbbb and rbbb and a result if the implant. On (B)(6) 2025, a pacemaker was implanted to resolve the event. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient is recovering but there was a prolonged hospital stay due to monitoring.